Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient had very good efficiency up until (B)(6) 2015. This was confirmed by a "control of bad impedances." No falls or MRI was reported. The lead was therefore set to be replaced. On the operative table, the hcp decided to test to ensure inefficiency. Nothing was felt by the patient "in10 ad" and impedances were higher than 4,000 ohms on all electrodes. It was stated the "radio cliche put an electrode in place not broken." The lead was explanted without difficulty and the correct procedure was used, however "part of the studs" remained implanted.

Manufacturer narrative:
Analysis of the tined lead found that it was broken near the tines, 26 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.